Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise. Technical services (ts) was contacted and after analyzing the data noted that there was no oversensing. Additionally, it was noted that the patient had another device which caused the noise that was visible. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise. Technical services (ts) was contacted and after analyzing the data noted that there was no oversensing. Additionally, it was noted that the patient had another device which caused the noise that was visible. This ICD remains in service. No adverse patient effects were reported.